Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Image resolution poor was associated with patient and procedural circumstances as imaging at times was noted to be difficult due to some artefact from the first clip and patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr), primary ruptured chordae, thick anterior leaflet, and anterior (a2) leaflet flail. During a mitraclip procedure, the anatomy was noted to be difficult due to the large flail on a2, which also contributed to difficulty imaging. The first clip was implanted without issues. A second mitraclip xtw, was prepared with no issues. A grasp was achieved, first establishing final arm angle (efaa) was successful, the lock line was removed with no issues, and second efaa was successful. The xtw was implanted lateral to the first clip. The clip delivery system was retracted into the steerable guide catheter, as per guidelines. At this point, the echocardiographer observed that the second xtw mitraclip had detached from the posterior leaflet. Clinicians came to the decision that implanting a further mitraclip would not be of benefit. The clip delivery system and steerable guide catheter were removed. The mr was reduced to grade 2+. There were no adverse patient effects or clinically significant delay. No additional information was provided.